Event description:
It was reported that the device was being explanted due to MRI purposes and there was nothing wrong with the device. There was no injury to the pt and the pt recovered without sequela.

Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.